Manufacturer narrative:
The insulin pump was received with constant vibrating. The electronic stack was disconnected and reconnected. No constant vibrating noted afterwards. After vibration anomaly was corrected, no battery out limit alarm noted during testing. All operating currents were tested and found within specification. The insulin pump passed self test and displacement test. The insulin pump had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer reported that the battery out limit alarm occurred during normal use. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.